Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the pump black box data revealed unexpected pump reboots. During a visual inspection of the pump, evidence of moisture ingress in the form of corrosion was found in the battery compartment. During testing, the battery cap secured properly to the pump to maintain power. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated power interruptions. A leak test was performed and failed due to a battery compartment leak. The pump case was removed and further evidence of moisture ingress was found on the internal components of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. There was no indication of damage to the pump. There was no indication that the product caused or contributed to an adverse event. This is reportable because the user may be unaware that the pump has lost power, leading to under delivery.